Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level (value not provided) with an unspecified level of ketones. Cause of elevated bg level was unknown. Bg was treated with unspecified fluids. Reportedly, customer left the ER the same day. The customer declined to provide additional information regarding the issue.